Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's breath rate delivery was not as expected. The reporter advised that the patient's home had experienced a power surge which may have affected the ventilator. Following the power surge, the patient's wife reported a fluctuating respiratory rate (would jump from 8 to the 30's, but was set to 15) and unusual sounds during ventilation. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Patient survived the event. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of breath rate delivery not as expected could not beconfirmed. During the device evaluation, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the observed issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the observed issue of being unable to maintain peep was the ift. The issue with the ift may have intermittently impacted breath rate delivery, but this could not be confirmed during testing.  The cause of the reported issue could not be conclusively determined.